Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that after 4 minutes of ablating, the highest temperature reading started to steadily decrease. The laser was stopped and the mating adapter on the portable connector module (pcm) was checked. It was found that the probe laser fiber had thermally fused at the pcm mating adapter. The ablation was then concluded as the surgeon confirmed that the ablation had been completed. There are no patient complications reported in relation to this event.